Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, six (6) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6).

Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, six (6) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a video clip for investigation, which indicated a missing tube label. Upon evaluation of the video clip, it was identified that the labels were missing on two tubes. Additionally, 100 retained samples were visually inspected, and no missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.